Manufacturer narrative:
A review of the manufacturing documentation associated with lot 317442 presented no issues during the manufacturing process that can be related to the reported event.this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip on a 5mmx 40mm 80 cm smart flex vascular stent system separated from the introduction device during prep. The device was not yet inserted into the patient. Another stent was used, and the procedure was completed without any problem. There were no reports of patient injury. The device was stored in accordance with the instructions for use (IFU). The nurse and physician found the damage on the device during prepping and insertion over the wire just before entering the stent into the catheter sheath introducer (csi) and patient. The physician and his team are well trained, very experienced, and have used many of these devices. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tip on a 5mmx 40mm 80 cm smart flex vascular stent system separated from the introduction device during prep. The device was not yet inserted into the patient. Another stent was used, and the procedure was completed without any problem. There were no reports of patient injury. The device was stored in accordance with the instructions for use (IFU). The nurse and physician found the damage on the device during prepping and insertion over the wire just before entering the stent into the catheter sheath introducer (csi) and patient. The physician and his team are well trained, very experienced, and have used many of these devices. The device was returned for evaluation. A non-sterile ¿smart flex 5x40 vas, 80cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing a distal tip separated condition. The device is not deployed, and the stent is properly mounted in the manufacturing position. The hemostasis valve is tightly closed. No other outstanding details were observed on the returned device. The separated area was evaluated with a vision system observing that the separated material presented evidence of elongations on the edge and transfer material. The separated edge shows an irregular pattern. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 317442 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip separated¿ was confirmed during analysis of the returned device; however, the exact cause cannot be determined. The separated edge shows an irregular pattern, and the elongations found on the material are commonly associated with material tensile overload. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported. However, device handling and procedural factors were likely contributing factors. According to the instructions for use which is not intended to mitigate risk, ¿do not use if the system appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Prepare the stent delivery system: a. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if either the inner or outer pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged, do not use the device.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.